Event description:
Customer called stating that when she woke up, there was an alarm on her insulin pump and her blood glucose level was high. Customer's blood glucose level was 450 mg/dl. She treated with a manual injection of 10 units of insulin and drank lots of water. During trouble shooting, the insulin pump failed the displacement test. Customer was advised to discontinue use of the device and revert to her back up plan. Customer states the alarm occurred during the rewind/prime sequence. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump unable to prime during the prime test and the insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. Minor scratches on lcd window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube. The insulin pump passed displacement test.